Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test and clear passage test were performed which revealed a leak due to a hole between white covering and the clear tubing. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set leaked. It was further reported that "three quarter sized puddles under IV pole" was noted. This was identified during patient infusion with etoposide. There was no patient injury or medical intervention associated with this event. No additional information is available.